Event description:
Doctor (md) using harmonic intra-procedure, harmonic equipment read error message: release pressure on handpiece (jaws). Registered nurse (rn) went to go get a new harmonic handpiece and cord, while rn out of room, st (surgical technologist) reported to this rn that one half of the jaws on harmonic handpiece had snapped off while in use. Broken off piece from jaw recovered from patient. Handpiece replaced. Broken handpiece and broken piece collected and given to director of periop. Services.